Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they have a "dead battery" and are looking for a doctor to replace the battery so they can use the therapy. Patient service specialist reviewed with caller that the implant has likely reached eos- pt stated implant had reached eos before covid. Caller stated that they no longer have a pain management healthcare provider (hcp). Agent sent pt physician listings to email address and redirected to hcp for further inquiries on implant replacement.